Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi, no pacing support observed during backup vvi. No intervention or additional information had been reported, the device remained implanted.